Manufacturer narrative:
(B)(4). The reported complaint of "blocked/obstructed - tube" was confirmed based upon the sample received. The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. Visual examination of the sample revealed that the tube was kinked around the "ID 7.0" of the marking near the proximal end of the tube. The inner part of the tube was occluded due to the kink. It was evident that the returned sample would not pass a kink test based on the extent of the damage. A device history record review was performed on the spiral-flex et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink.

Event description:
It was reported that: "(B)(6) 2025, et tube was completely blocked under pressure during use and could not be used. There was no health consequences for the patient."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, et tube was completely blocked under pressure during use and could not be used. There was no health consequences for the patient."